Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-31815. It was reported that during a trial implant procedure on (B)(6) 2020, the physician was unable to implant the lead as the patient was in pain. Prior to the attempted placement of this lead, another lead was unable to be implanted (documented within manufacturer report number: 3006705815-2020-31815). The procedure was then abandoned the patient was stable post-operatively.